Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention strip lot 3510810 was measured using an cobas h232 meter with two spike blood samples and compared to the master lot. All measurements were within acceptable range. Measurements show no abnormal values. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter received questionable high roche cardiac poc trop t results for one patient from a cobas h232 meter serial number (B)(4) compared to another cobas h232 with an unknown serial number. The cobas h232 is not released for distribution in the united states, nor is it similar to a device released for distribution in the united states. The troponin result from serial number (B)(4) was 77 ng/l. The troponin result from the unknown serial number was 122 ng/l. It was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Internal qc was last tested on 21-dec-2018 with passing results. Liquid qc was last tested on 21-mar-2019 with failing results. While troubleshooting the issue, internal qc was tested again and both levels passed. The affected products were requested for return. The investigation is currently ongoing.